Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing impedances, measuring 200 ohms. An insulation issue was also noted. Subsequently, a laser lead extraction was performed, and the rv lead was replaced. No additional adverse patient effects were reported.